Event description:
Additional information was received that the reported issue was discovered during set-up of the device for a cardiopulmonary bypass (cpb) procedure. An alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the roller pump gut assembly to be stuck and over occluded. The pst unstuck the roller pump and then installed a lab use only (luo) water loop. The roller pump ran for 24 hours and functioned as it should. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that the roller pump was jamming. No other details regarding the nature of this event were provided.